Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent an operation to treat kidney stone and hydrops infection. On the following day of the operation, the balloon of the urethral catheter ruptured. After the problem occurred, the new urethral catheter was replaced, which increased pain to the patient. Removed catheter and balloon were complete.